Event description:
During an implant procedure, the suture sleeve broke during the process of implanting the left ventricular (lv) lead. A new suture sleeve was used to resolve the event and the lv lead was successfully implanted. The patient was stable and will continue to be monitored.